Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was revised on the right hip due to dislocated constrained liner. The patient had previous revisions.

Manufacturer narrative:
An event regarding "dislocated constrained liner" involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided x-rays were sent to be reviewed by a clinical consultant who indicated that disassociation of the constrained liner meant disassociation of its component. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The provided x-rays were reviewed by a clinical consultant who indicated that disassociation of the constrained liner meant disassociation of its component. Further information such as return of devices are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient was revised on the right hip due to dislocated constrained liner. The patient had previous revisions.